Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unknown. It was reported that prior to final deployment, while the bifurcated stent graft was being positioned, it was inadvertently placed and eventually deployed partially covering the left renal artery. The left renal artery had stenosis, therefore, a stent was placed in the left renal artery. The pt had low blood pressure after the procedure from an unknown cause. It was reported that the pt had a slight dissection, however, the dissection resolved without medical intervention. No additional sequelae were reported and the pt was reported to be fine.